Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the rca, which was reported to be tortuous with moderate calcification and 90% stenosis. Following pre-dilatation of the lesion 80% stenosis remained and the resolute was unable to cross the lesion. Upon withdrawal of the device, the stent dislodged in the rca. It was reported that resistance was noticed during the attempted delivery of the device. The stent was deployed in the area of stenosis. The target lesion was treated with a smaller stent. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results and conclusion: force applied to device. Failure to deliver the stent and stent embolization. No results available since no evaluation performed. Evaluation codes. (B)(4).